Event description:
A customer from (B)(6) alleged the generation of discrepant results for a patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The sample generated a positive result for sars-cov-2 and flu a in the initial test on the cobas liat system. Retest of the sample on the panther system generated a negative result for flu a and retest on the biofire system generated a positive result for sars-cov-2, which correlates to the initial positive sars-cov-2 result generated with the cobas liat system. The positive result for flu a and sars-cov-2 was reported. No harm was alleged. During review of the system run data, another sample (run #940) was identified to have a potential false positive result for sars-cov-2. An investigation was completed to evaluate the customer issue. Two (2) mdrs will be filed.

Manufacturer narrative:
Review of the customer data showed run#1332 and #940 generated potential false positive results due to abnormal baseline/photometer readings. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)